Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant of the right ventricular lead. During the procedure the physician found sensing values to be satisfactory after testing the lead via pacing analyzer. A decrease in r-wave amplitude was noted once the lead was positioned. However, while attempting to locate alternate positions, the physician found that the stylet could not be placed into the lead. The procedure was completed using a replacement lead. There were no adverse patient consequences reported.

Manufacturer narrative:
The reported events of r wave amplitude variation and failure to insert stylet into lead, were confirmed. As received, a complete lead was returned in one piece. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. An internal short was found due to the over torqued inner coil in the connector region. Stylet insertion test found obstruction/restriction in the connector region due to the over torqued inner coil in the connector region. The cause of the reported events was isolated to the over torqued inner coil in the connector region.